Event description:
It was reported that the pt underwent a cervical procedure with posterior fixation at c2-c7. During the procedure, the center nut of the crosslink broke. The broken implant was replaced. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.